Event description:
It was reported that during a water vapor therapy procedure, the handpiece stopped working after two vapor injections. The device displayed error code 225 on the screen and the procedure was aborted. The patient had been sedated with general anesthesia. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.